Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 100ml primary infusion infused 10 minutes longer than it was programmed to and the nurse just accepted the defaults. There was no patient harm.